Event description:
Additional information: the closure of the excision took longer because a very small piece of metal from the suture imbedded in the excision line. Many attempts by the doctor failed to remove this small piece of metal (sample in return), so it had to be removed by a small further excision of the wound edge. No significant effect to the patient has occurred, except the time factor.

Manufacturer narrative:
Additional details: a2, a3, a4; b5. Investigation: samples received: 1 used suture and 10 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one used sample and 10 closed pouches. The used sample sent back from the hospital shows that the needle is not broken, only the thread is broken. In the attached pictures, we can see on the attachment area, a big mark due to the needle holder. The breakage of the thread is located at this area. A small metal splinter could broke in the attachment area due to the needle holder. Bending strength test to the needles received has been done and the results are: used needle: 5.90 nxcm, unused needles: 5.91 nxcm, needle specifications: > 5.2 nxcm. Reviewed the batch manufacturing records of the needles, the bending strength results were 6.13 nxcm. Please refer to the instructions for use of the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. (...) Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. (B)(4). If additional information is received, a follow up report will be submitted.

Event description:
It was reported that the needle broke off during use. The reporter indicated while the doctor was suturing an excision with this suture, the thread broke at the skin and left a fine piece of metal in the skin. This had to be excised out as it was so fine.